Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple ear infections, shortness of breath, eye infections (burning & extreme watery eyes and dry mouth and also device smells like its burning. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple ear infections, shortness of breath, eye infections (burning & extreme watery eyes and dry mouth and also device smells like its burning. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. The manufacturer received new and relevant information on (B)(6) 2025. The device was returned for lab investigation by pil, during the external and internal investigation it was observed that black (inconsistent with sound abatement foam degradation) and white dust-like contamination at the air inlet, unknown contamination in sd card/air inlet area, potential mineral deposit spots on the bottom and inside the air inlet indicating potential water/liquid ingress, white dust-like contamination inside air inlet, white dust-like contamination on top of blower box, white dust-like contamination in the blower box, white dust-like contamination on top of blower motor, warping on outside edges of blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Unknown contamination on exterior of user interface. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Pil was not able to confirm the complaint of burning smells or odor. Pil cannot address the specified symptoms. The results of this investigation do not impact the calculated risks. In addition, appropriate code updated/corrected in this follow-up report.